Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, there is no information to be the basis for that the product meets the product¿s spec, therefore we could not judge whether it meets the spec or not. It is unknown when the phenomenon occurred, and purpose of the procedure is also unknown. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center image was missing. There were no reports of patient harm.